Event description:
It was reported to boston scientific corporation that an exalt model b monitor was used on a bed side bronchoscopy for lung transplant performed on (B)(6), 2023. During one of the procedures, the tablet went black while the fan was still running, and visualization was lost. The account tried to turn it off and on, but the device did not respond. Image was regained after a hard reset. The procedure was successfully completed using another exalt b monitor. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: (B)(6) hospital. Block h6: device code a06 captures the reportable event of loss of visualization inside the patient.